Event description:
Reference number (B)(4). Event occurred in the united states. On 06-july-2024, it was reported that the patient was hospitalized for 8 hours due to infusion set cannula was kinked. Patient blood glucose level was found to be 408mg/dl. Patient was treated with u-100 humalog IV and fluids of saline and insulin. No further information available.